Event description:
It was reported the patient experienced a csf leak during trial lead implant resulting in neck pain and headaches. The symptoms have since resolved without intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.